Event description:
It was reported that the patient had intermittent low voltage alarms. The system controller was exchanged and the alarms still continued. Log files were sent for review. The log file captured some intermittent indications of a weak connection between the batteries and battery clips. Further log files were sent for review for a second system controller, (B)(6), which was pulled off the shelf. The patient continued to have alarms while on wall power in the clinic. The log files captured some intermittent indications of a weak connection between the batteries and battery clips. This was seen when both leads were connected to battery power, when the white lead was connected to the power module, and when the black lead was connected to battery power. There were no indications of any issues when both leads were connected to the power module. Since then, the patient was put on their backup system controller and the modular cable was changed out.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d9: corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log files. A log file was submitted for review and data from the event date of 05jun2025 was reviewed. The log file captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections on 05jun2025 from 10:51:57 to 11:40:12 due to the relative state of charge voltage dropping to approximately 0 v. The atypical alarms occurred while connected to 14v batteries and occurred on the black power lead. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The system controller was not returned for analysis. Multiple attempts were made to obtain additional information, including if exchanging the system controller resolved the issue and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 06feb2025. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the system controller. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their system controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.